Manufacturer narrative:
The evaluation of the returned pump did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. The distal end of the driveline was not returned. The sealed outflow graft bend relief collar was not returned. The submitted x-ray images confirmed that the inflow conduit was at a slight angle; however, a correlation between the report of low flow alarms and the malpositioned inflow conduit could not conclusively be determined through this evaluation. The report of low flow alarms could not be confirmed because no log files were submitted for review. Additionally, the report of pump migration out of the pump pocket could not conclusively be determined through this evaluation. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 1 year and 6 months post implant, multiple low flow alarms occurred from the system controller. The patient underwent a pump exchange due to malpositioning of the inflow cannula and pump migration out of the pump pocket. No further information was provided.